Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing episodes due to noise were observed right ventricular (rv) lead. The rv lead was capped and replaced and the patient was stable.

Event description:
During follow-up, oversensing episodes due to noise were observed right ventricular (rv) lead. The oversensing episodes were detected as ventricular defibrillation by the device; however, no therapy was delivered. The rv lead was capped and replaced to resolve the event. The patient was stable following the procedure.